Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while cutting and closing the lung parenchyma in a thoracic procedure, the surgeon was able to press the green button and squeeze the handle, but the device was not able to fire. The surgeon used another reload to resolve the issue. No patient injury.